Event description:
It was reported that during a stone retrieval procedure, crushing difficulties were encountered. The lesion was located in the common bile duct (cbd). The rx lithotripter compatable basket was advanced successfully and captured a greater than 1 cm stone. The physician attempted to crush the stone, however, the stone was "very hard" and was unable to be crushed. "The doctor expected to removed the distal tip not to incarceration, it didn't remove" and the proximal finger ring became deformed. The device, containing the stone, was removed from the pt and the procedure was completed without further intervention. No pt injuries or complications were reported. The pt's status is reported as "good".